Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. Subsequently, it was reported that the pump shut off. There was no adverse impact to customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
On 20 june 2022, the distributor reported the additional information: a pump evaluation was performed, and it was determined that the pump did not experience an unexpected shutdown. It was reported that intermittent malfunction alarms occurred. The customer reverted to alternate insulin therapy.